Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 276 mg/dl, and the meter bg reading was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to being displayed as "low" (specific value was not provided). Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.